Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file observes all analyses results from the event to be no shock advised. There are no shock advised prompts during the event. The customer confirmed this was the correct log for the reported event. The customer also indicated the patient was conscious when the device was being used. The AED plus operator's guide states the device is not to be used when a patient is conscious, breathing, or has a detectable pulse or other signs of circulation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.